Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menorrhagia/heavy periods are so bad/blood and clots will suddenly erupt and spill down my legs') and blood loss anaemia ('now have anemia/ combat the heavy period') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant medical products included fluticasone, loratadine;pseudoephedrine sulfate (claritin-d), montelukast, phentermine, procaterol hydrochloride (pro-air) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. On an unknown date, the patient experienced blood loss anaemia (seriousness criterion medically significant) and vaginal discharge ("fluid leaking from vagina"). The patient was treated with iron. At the time of the report, the menorrhagia, blood loss anaemia and vaginal discharge outcome was unknown. The reporter considered blood loss anaemia, menorrhagia and vaginal discharge to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the event. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.